Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would freeze up during the initial boot-up process. As a result, defibrillation would not be possible if it were necessary.

Manufacturer narrative:
Physio-control archived the device and provided the customer with a replacement. Physio-control further evaluated the removed system pcb assembly and determined a faulty single board computer was the root cause of the reported issue.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would freeze up during the initial boot-up process. As a result, defibrillation would not be possible if it were necessary.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would freeze up during the initial boot-up process. As a result, defibrillation would not be possible if it were necessary.